Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the abdomen. According to the patient¿s mother, the patient experienced a hypoglycemic event while being in an active sensor session. The reporter stated, sometime last year (she cannot remember the exact date), she woke up in the middle of the night as she heard a weird sound coming from the patient, who was in a different room. When she went to check on the patient, she saw that he was having a seizure. The reporter stated that the patient¿s cgm was working before he had gone to bed, but during the seizure she saw that his mobile device displayed signal loss and was producing alerts. She added that it was not indicating low glucose (due to the error). She did not allege, however, that the signal loss contributed to the seizure, and also stated that she believes the sensor may not have been fully adhered to the patient at the time of the incident. The reporter responded to the situation by calling the emergency line. Paramedics arrived on site and measured the patient¿s blood glucose meter value which at that point read 1.9 mmol/l. The patient was then rushed to the hospital and was given intravenous medication while in the ambulance (the reporter could not remember the name of the medication but believed it was something that would help to stabilize the patient¿s glucose levels). At the hospital, the patient underwent a body scan and was also found to have a ¿lack of oxygen.¿ the reporter could not recall how many days the patient spent in the hospital. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unspecified issue is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the abdomen. According to the patient¿s mother, the patient experienced a hypoglycemic event while being in an active sensor session. The reporter stated, sometime last year (she cannot remember the exact date), she woke up in the middle of the night as she heard a weird sound coming from the patient, who was in a different room. When she went to check on the patient, she saw that he was having a seizure. The reporter stated that the patient¿s cgm was working before he had gone to bed, but during the seizure she saw that his mobile device displayed signal loss and was producing alerts. She added that it was not indicating low glucose (due to the error). She did not allege, however, that the signal loss contributed to the seizure, and also stated that she believes the sensor may not have been fully adhered to the patient at the time of the incident. The reporter responded to the situation by calling the emergency line. Paramedics arrived on site and measured the patient¿s blood glucose meter value which at that point read 1.9 mmol/l. The patient was then rushed to the hospital and was given intravenous medication while in the ambulance (the reporter could not remember the name of the medication but believed it was something that would help to stabilize the patient¿s glucose levels). At the hospital, the patient underwent a body scan and was also found to have a ¿lack of oxygen.¿ the reporter could not recall how many days the patient spent in the hospital. Data was received for review, however, without an approximate incident date, confirmation of the allegation could not be determined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).